Manufacturer narrative:
The cns (central monitoring system) was reset and the issue resolved itself. Nihon kohden has requested the log files but as of today, (B)(6) 2015, the log files have not been received. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system had a blue screen.